Manufacturer narrative:
Updated catalog item and model name.

Event description:
It has been reported that the device has failed a self-test

Manufacturer narrative:
Updated brand name and catalog number.